Event description:
The aneurysm progressed north beyond the level of the graft. The disease progressed further up the aorta. There was an open repair to fix the aorta. The graft was explanted.

Manufacturer narrative:
No device returned for evaluation. No pre-operative and/or post-operative images available for review. The lot number for the device was not provided, therefore a review of the work order could not be completed. The IFU¿s sent with endovascular devices state that " the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up." And further states that the patient should be regularly monitored for aneurysm growth. Based on the information received it is unknown why the aneurism continued to progress. A definitive root cause could not be determined; however, the event was most likely related to patient condition rather than any deficiency with the design or use of the device.

Event description:
The aneurysm progressed north beyond the level of the graft. The disease progressed further up the aorta. There was an open repair to fix the aorta. The graft was explanted.